Event description:
It was reported to nova biomedical, that a consumer received a result of 220 mg/dl on their blood glucose meter. The consumer bolused and administered an unk amount of insulin based on that result. Approx 30 mins later, the consumer was found wandering around and confused. Paramedics were called and they treated and the consumer with IV d 50 in the ambulance and then released him to the care of his wife. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.